Event description:
Patient is complaining about the quality of the freestyle libre 3 device sensors. Her last few sensors out the batch are giving her issues. The sensors are causing her to bleed when attached. When the device was producing no readings, she checked the sensors to see if they were attached correctly. Checking underneath, the sensors she can see spots of blood, after being attached for a few minutes. After a week or so, the sensors are not adhesive at all, then she has to switch. Patient didn't experience any traumatic injury or fall to complicate these incidents.